Manufacturer narrative:
Additional information received on february 27, 2025, indicated that the patient scheduled for replacement on (B)(6) 2025. Reason for device explant and/or reoperation: silent rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 19, 2025, upon explantation surgery yesterday, it was determined that the devices were not mentor implants. As such, this claim is now closed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with an unknown mentor silicone prosthesis presented with a right-sided silent rupture diagnosed via mammogram on (B)(6) 2024. Despite the identification of the rupture, there has been no communication from the patient regarding the explantation procedure, nor has mentor received any projected dates for the planned surgical intervention. It is crucial for both the patient and healthcare providers to address the implications of the rupture, including potential complications and the timeline for necessary corrective measures to ensure the patient's health and well-being.